Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. Physician was concerned about tissue in the helix, so physician chose to replace the lead instead of repositioning. Should additional information become available, this file will be updated.